Manufacturer narrative:
Reference MFR. Report : 1221359-2021-00094 (patient 1). 1221359-2021-00104 (patient 3). Manufacturing document review: the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 128429 and device part number 195-430h / lot 126369a. Quality control release testing met specifications with no false positive results observed. Lot trace investigation the current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4) . Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Retain testing: tested retain kit with the following covid-19 lod x3 , blank kit swab x3 , all testing was valid and performed as expected with no observations of false negative results. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on an unknown date. This MFR. Report addresses patient 2 of 3. The customer reported a false positive result with the ID now covid-19 assay performed with a direct tested nasal kitted swab. The nasal swab was used per the product insert instructions. Confirmation testing was done the same or following day on an unknown platform with a negative result. The customer stated this patient was symptomatic. The only impact from the false positive result to the patient was the need to quarantine and was not permitted to attend work even with pcr testing negative. Although requested, no further details were provided. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.